Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address intermittent yet increasing pain and elevated cocr levels. During removal of the metal liner, the liner cantilevered and stuck crosswise to the cup, necessitating cup removal also.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, additional investigational inputs were not available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 7, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges premature failure of right implant. After review of the medical records for the MDR reportability, patient was revised to address failed thr with significant heterotopic bone. Revision notes reported of significant adhesions and extensive heterotopic bone. There was also approximately 5ml of cloudy synovial fluid. The cup was removed with a moderate amount of bone loss. Clinical notes reported of elevated metal ion in serum, stiffness and discomfort. There are no laboratory results for cobalt-chromium level. Stem has been added. Product information was updated and added complainant information. This complaint was updated on sep 28, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.